Event description:
Caller reported a malfunction on the pump, indicated by malfunction code 5, which was not resettable. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Tandem technical support arranged for a replacement pump to be sent and provided instructions for returning the problematic pump. Customer was advised on putting the pump into storage mode and using mdi as a backup therapy during the interim.